Event description:
It was reported that during the ablation procedure, the patient had a 3rd degree burn under the grounding patch, which required surgery. Product used was a valley lab patch, model# 7506.